Event description:
Info was received from an FDA add'l info letter regarding an event that occurred in 2007 involving a colleague triple channel device that alarmed low battery during a pt infusion of vasopressin, neosynephrine and magnesium sulfate. After 30 minutes of use, the pt was being transported for a computed axial tomography (CT) scan with a portable cardiac monitor. The pump was on the battery for ten minutes and then alarmed "battery depleted." The pump was plugged into an outlet and the CT scan was completed. The pt was transferred to an intensive care unit (ICU) bed for transport to the cardiac catheterization lab. The pump was unplugged, two minutes later, the pump alarmed "depleted battery" message. The facility attempted to plug the device in when the next alarm message was "failure." All three channels stopped delivering the medications. The pt was returned to the bum unit and the pump was replaced. A dose of 0.5mg epinephrine intravenous push (ivp) was administered per physician order for a systolic blood pressure (sbp) in the 90's which restored the blood pressure to an sbp of 107.

Manufacturer narrative:
A request has been made for add'l clinical info. A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available. Data has been reviewed for the period of july 2005 through june 2007 and no negative trend has been reported. At this time, baxter cannot determine if the event is attributable to the device. Should this pump be returned for eval, this question will be addressed in a follow up report. See scanned pages.